Event description:
It was reported that there was a molding defect on tube with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: edta tube with a strong defect at the mouth of the tube. For the moment only one tube is concerned. We keep the tube if needed. The problem was detected by the presence of a bump on the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: bd received 1 samples and 3 photos from the customer for investigation. The photos and samples were reviewed and the indicated failure mode for lipout with the incident lot was observed. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of lipout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a molding defect on tube with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: edta tube with a strong defect at the mouth of the tube. For the moment only one tube is concerned. We keep the tube if needed. The problem was detected by the presence of a bump on the cap.